Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The following section could not be completed with the limited information provided. Date of event - unknown. Date explanted - unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth by the patient, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-04334 / 04335).

Event description:
Patient reported that patient underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, patient alleged loosening of the prosthesis. Patient further reports that a revision procedure has been recommended allegedly due to pain and slipping of the hip. No revision procedure has been reported to date. No further information has been provided. This report is based on allegations set forth by the patient, and the allegations contained therein are unverified.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Medical devices: 157450, m2a-magnum mod hd, 710220, unknown, unknown stem, unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a total hip arthroplasty. Subsequently, the patient was revised due to loosening of the acetabular cup, pain, and slipping of the hip. No further information is available.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Concomitant medical products: x11-170312 integral/xlat por profile 12mm 907060; 139256 m2a magnum tpr adpr ti dia42-5 0/0mmt1 886510. Reported event was confirmed by review of the provided revision op notes. Revision op notes findings showed the acetabular component was grossly loose. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.